Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3885lk is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in the (B)(6) stating "patient arrived to theatre for flexible sigmoidoscopy. End rubber seal of scope was missing at end of procedure. Was found and retrieved from patient's anus. Seal had been checked and secured prior to use. Odp mcl noted the piece of equipment missing. Potential for this incident to reoccur." No further details regarding the event or the patient involved were received at the time of the report. The device involved in the event was returned to pentax (B)(4). The customer informed pentax that the distal rubber tip was disposed. Pentax (B)(4). Submitted a picture of the distal end to pentax europe who concluded the distal end appeared to be in good condition.